Event description:
The surgeon performed a revision surgery to repair new fracture and replace bent nail.

Manufacturer narrative:
Cause: pt suffered a secondary accident which re-broke his leg and bent the implanted im nail. Corrective action: the cause of the surgery to replace the bent im nail was a secondary accident, therefore, no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect. Report to MDR.